Event description:
It was found during baxter's testing that a pump was alarming for door not fully latched messages. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The symptom "alarming for door not fully latched messages" was confirmed and reproduced. It was caused by a failing upper auxiliary. As a result, the upper auxiliary was replaced.